Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle could not be removed from a bd angiocath¿ IV catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Since no samples/picture displaying the condition reported are available for examination, we were unable to fully investigate this incident. It was not possible to perform a device history record analysis, since the claimed batch is unknown. Investigation conclusion: not confirmed: the bd was unable to confirm the complaint. The fact that the lot number was not informed, it was not possible to analyze the history of the lot and the nonconformities. Besides that, there are no photos or samples for analysis of this complaint, this way this complaint cannot be confirmed. Based on the investigation results to date the root cause was not determinate for the defect of this complaint.

Event description:
It was reported that the needle could not be removed from a bd angiocath IV catheter. No serious injury or medical intervention was reported.